Event description:
The olympus representative reported for the customer that during a therapeutic procedure, the tissue pads on the sonicbeat front-actuated grip came off while being used with the ultrasonic generator and the sonicbeat transducer. The tissue pads came off approximately 30 minutes into the procedure. The customer then changed to another new sonicbeat front-actuated grip and continued the procedure, but the tissue pad peeled off again after another 30 minutes. The customer then chose another new sonicbeat front-actuated grip and completed the procedure using the third one. The peeling condition of the tissue pad was unknown. The procedure was completed successfully with no patient harm reported this complaint is related to patient identifier:(B)(6).

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to equipment misuse. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tissue pad was worn and partly peeled off because the ultrasonic wave was output in a state where the grasping part was closed without grasping the tissue (including after the tissue was cut). However, a final root cause was unable to be identified. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.